Event description:
End user called for assistance in getting the calibration to test with the device. Troubleshooting by phone confirmed that the calibration would not test. The device was replaced and the defective one returned for investigation.